Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for spinal pain indications. It was reported that the patient stated the pump alarms every hour. It was unknown if there were any environmental/external/patient factors that may have caused or contributed to the event. The hcp read the logs and saw no alarms. The patient was instructed to record the alarm they heard since there was nothing upon interrogation of the pump that showed any alarms. The issue was not resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight and medical history were asked but unknown. (B)(6) 2024 (B)(4) (rep) additional information was received from a company representative (rep) reporting that the low reservoir alarm (lra) was not silencing at update. Technical services (ts) reviewed how to confirm this was the issue and how to fix. (B)(6) 2024 e1 (hcp, rep) additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that there was a glitch with the latest tablet software that is causing the low reservoir alarms to not be silenced when reservoir is updated.the logs did not show that there was an active alarm and the alarm must be manually silenced in the tablet by going into active alarms and toggle silence alarm. It was reported that the hcp and patient were very upset that this was not communicated to the field to prevent the patient from hearing the alarm for two weeks.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.